Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the medial segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: a 694765 lead: (B)(6) 2008. A 407658 lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient developed a systemic infection from the generator pocket. The implantable cardiac defibrillator (ICD) and leads were explanted and replaced five days later. No further patient complications have been reported as a result of this event.